Manufacturer narrative:
E1: the customer facility contact phone number is (B)(6). H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: the issue was resolved at the affected site. No general problem has been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the cause for the issue is still under investigation and the root cause has not yet been determined. A supplemental report will be submitted if additional information is obtained upon completion of the investigation.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure the system froze, and fluoroscopy and exposure were not possible. It was stated that the issue was resolved on-site by an engineer reseating all boards inside the flc pc and reloading the flc software. The issue did not cause any harm to the patient, only a delay in procedure. The length of the delay has been requested from the customer facility and is pending receipt by siemens healthineers. Even though in this case there was no harm to the patient, it is assumed that in worst-case a scenario a serious injury might result if the issue recurred during an ercp procedure.

Manufacturer narrative:
H3, h6: the described issue was examined in detail. According to the siemens healthcare service organization the issue was resolved by reseating the memory (ram) and graphics card and replacing the battery cell. Since then, the issue did not recur. Furthermore, the provided logfiles were investigated by system experts. It was found that several errors occurred that are indicating a problem with the digital video processing 3plus board d1 (dvp). This board is part of the image chain and provides real-time digital video processing operations. Therefore, it was recommended to the facility by siemens healthcare to replace the dvp board (material number 7152775) to fix the problem. Siemens healthcare internal post market surveillance does not indicate a general problem for this part. Since no general or systematic issues were identified the complaint is closed without further measures. H11 corrected data: d8: device was not serviced by a third party. This section was checked ¿no¿. H11 corrected data: d8: device was not serviced by a third party. This section was checked ¿no¿.